Event description:
The customer tested her blood glucose using her elite meter and 2 contour meters. The contour meters read 226 and 198 mg/dl, while the elite meter read 61 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the elite test strips for evaluation.